Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that it was working like a champ, but now it's not doing half of what it was doing after surgery. Patient reported they went on a vacation on april 8th and passed through a tsa screener but did not shut the device off instead, they turned it down to 0.0v and then turned it back up. Patient then started that their return of symptoms started after they came back from vacation but could not really pin point exactly when it started. Patient has brought it up to 3.0 volts where they could feel stimulation but does not feel any stimulation. Troubleshooting could not be performed as the patient did not have their patient programmer with them and patient does not intend to follow up with their health care professional. No further complications were noted or anticipated.